Event description:
It was reported that a sharp increase in threshold level as well as noise was observed on the right ventricular (rv) pacing lead and that the patient was experiencing symptoms of dizziness. Examination of the lead under x-ray showed an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).